Event description:
It was reported that the screen on/quick bolus button has stopped functioning and the pump will not turn on unless plugged into a power source. The customer is in the hosp and is currently not wearing the pump.